Manufacturer narrative:
MFR's report date: 03/30/2011. (B)(4). The model#/catalogue# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Sample involved in this event has been discarded by customer. No failure investigation could be performed.

Event description:
The user reported that the arterial smartsite needle-free valve assembly disconnected when they attempted to access it. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.